Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had unscheduled outage. A technical support specialist observed a system slowdown, and the database server became unusable due to performance issues. The slowdown rendered the server unresponsive, and all sites and stations were placed into manual critical override. A three-day transition to new hardware was planned. A dha ticket was opened, and dcops worked in tandem with bd to migrate the affected server to new, faster hardware. After one week of observation following the server migration, no new issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had unscheduled outage. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.